Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effects of recurrent tr and tissue injury appear to be related to the reported slda. Dyspnea appears to be a cascading effect of the recurrent tr. Tr, tissue injury, and dyspnea are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization was a result of case-specific circumstance as the patient returned to the hospital due to the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two clips were implanted. The final tr grade was 2+. On (B)(6) 2025 the patient returned to the hospital with breathlessness. Under echocardiogram it was noted the tr grade increased to grade 4+ and a single leaflet device attachment (slda) occurred with the first clip that was implanted. The clip was detached from the anterior leaflet and remained attached to the septal leaflet. A leaflet rupture was also confirmed on echocardiogram.